Manufacturer narrative:
Citation:aalaei-andabili sh early and midterm outcomes of transcatheter aortic valve replacement in patients with bicuspid aortic valves. J card surg. 2018 sep;33(9):489-496. Doi: 10.1111/jocs.13775. Epub 2018 jul 29. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding early and midterm outcomes of transcatheter aortic valve replacement in patients with bicuspid aortic valves all data were collected from single center between march 2012 and september 2017. The study population included 128 patients (predominantly male, mean age 71 years), 10 of which were implanted with medtronic corevalve bioprosthesis. No serial numbers were provided. Among all patients, 4 deaths [stroke and cardiac arrest, n=2; stroke and respiratory failure, n=2 ] were reported. Based on the available information, medtronic product did not cause or contribute these deaths. Among all patients, adverse events included: stroke, moderate paravalvular leak (pvl), cardiac arrest, permanent pacemaker implantation and respiratory failure. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events.] No additional adverse patient effects or product performance issues were reported.